Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 535 mg/dl. Customer stated the he change his set. Customer advised that when he changed his set the cannula was bent. Customer stated that he can't calibrate because blood glucose was over 400. The customer stated his pump keep s alarming meter blood glucose but can't calibrate his blood glucose after he change set and took a bolus. Customer was advised that we sending replacement set and return his bent cannula.